Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in theclinic for a routine follow up, low out of range hv lead impedance in the svc to can vector was observed. Further testing was recommended. No further information is available.